Event description:
The customer reported that the ventilator was alarming due to a vent inop and the screen went blank. The customer reported the ventilator was in use on a patient, with no patient harm. The manufacturer's service technician was able to duplicate the reported problem during evaluation. The service technician was unable to retrieve the diagnostic log. The service technician replaced the cpu pcb board to address the reported problem. Performance verification testing was completed and passed to operating specifications. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.